Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple call service alarms. It was noted that the call service alarm was not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/10/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/25/2014 with the following findings:a review of the pump history showed multiple call service alarms on 11/16/2013. During testing, the pump was not able to perform the rewind, load, and prime steps due to a call service alarm. The pump was not able to complete a 24 hour duration test without a call service alarm occurring. The pump was opened and evaluation revealed moisture corrosion on the pump¿s internal components and the printed circuit board. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.